Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited a diagnostic anomaly and falsely detected an atrial fibrillation episode due to variable pr intervals. Intermittent undersensing was also noted. Programming changes were recommended. No patient symptoms were reported, and the patient would be monitored.